Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, non-sustained right ventricular oversensing was noted on the ventricular channel of the patient's device due to post paced t wave oversensing. The patient was asymptomatic. There were two episodes with no further episodes. No intervention was made. The patient did not experience any adverse consequences and will continue to be monitored.